Event description:
It was reported that the patient presented to the emergency room with lost of capture. A holter monitor had previously been employed and showed occasional non tracked p-waves. The physician elected to replace the lead despite stable capture thresholds of 1.25v.

Manufacturer narrative:
Na